Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 2 date of submission 04/04/2014-device evaluation: the pump has been returned and evaluated by product analysis on 03/18/2014 with the following results:a review of the bolus history showed that the last bolus delivery was on 12/11/2013; 43 bolus deliveries were made between 11/25/2013 and 12/09/2013. The total daily doses added up to correctly reflect the user¿s programmed basal rates. The pump was exercised for 24 hours with no errors, alarms, or warnings. Advanced boluses were correctly delivered during the duration test and were accurately recorded in the pump¿s history. The pump passed a delivery accuracy test. The keypad was returned undamaged and all buttons functioned correctly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter stated that the bolus history was not correct on the pump. The reporter stated that several boluses were missing between the dates of (B)(6) 2013 and (B)(6) 2013. The reporter denied an issue with the time and date settings. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4).